Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain and elevated metal ions. The adapter sleeve is now being added to the complaint. This complaint was updated on: (B)(6) 2014.

Event description:
Litigation alleges that patient experienced hip pain, which continued to worsen considerably and significantly impaired ability to perform daily activities, stand, sit and even walk. This, combined with alleged increased metal ion levels, resulted in pain and suffering.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.